Manufacturer narrative:
One powermax elite motor drive unit was received and confirmed to be serial number (B)(4). Complaint of overheating was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a knee scope procedure the hand control overheated and became hot. A backup device of the same model was used to complete the procedure. No patient injury or complications were reported.